Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the stimulation output issues and shocking could not fully be determined without seeing the patient in the office. The manufacturing representative (rep) offered to see the patient the same day of the inquiry, be the patient declined and was vulgar on the phone. The patient is scheduled to see one of the clinical specialists this thursday to evaluate his stimulation. The rep recommended the patient turn the voltage to zero and power off the system until he was seen in the office. The patient refused to comply because he claims to need his ins to help his pain. The issue has not been resolved. The rep did not know the patient's weight and the physician is aware and the information has been confirmed. No further information was reported. Additional information: it was reported the patient called back and stated that as soon as the therapy was turned off the sensation went away and the patient was able to regain movement again. The patient is very concerned about his safety and he will not use the device until it has been interrogated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient's stimulation went to "full blast" and incapacitated them, they were in severe pain and that something was wrong. They were doing laundry when the stimulation intensified on its own, shocked them, and left the patient shaking uncontrollably; they screamed for their wife who came and was able to turn the stimulation off. When asked about positional movements the patient stated it was present in all positions- walking, sitting, etc. When the therapy was turned off, the sensation went away, and the patient was able to regain movement. They were concerned about their safety and wouldn't use their device until it had been interrogated. No further complications reported.